Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of a left common femoral artery attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly with the first device, the foot did not completely retract. With a little bit more force, the device was able to be removed. The second prostyle was attempted to be pre-placed, however a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the evar procedure was completed. The suture knots of the third and fourth prostyle devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved so manual suturing was done via a cutdown. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.